Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that while supporting a patient on intra-aortic balloon (iab) therapy there were repeated instances of rapid gas loss alarm. The customer stated the console would be changed. There was no reported injury to the patient.

Manufacturer narrative:
Correction: section: 'device available for evaluation' changed from: yes to: no. Additional information: section 'evaluation (B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that while supporting a patient on intra-aortic balloon (iab) therapy there were repeated instances of rapid gas loss alarm. The customer stated the console would be changed. There was no reported injury to the patient.